Event description:
It was reported that the patient felt that the ipg pocket site was bothersome and the patient had charging issues. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred around august. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7071505/5092458.